Manufacturer narrative:
(B)(4). After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unit also received with cracked and bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump was beeping and screen not came back on. Customer¿s blood glucose level was unknown. Customer reported that the insulin pump fell off and belt clip damaged. Screen had crack and flashing white. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.